Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Customer stated, "this kit completely missed flu a. I've been testing positive for 2-days using cordx rapid tests. I tried flowflex on day 3 and received a negative result, which felt suspicious, so I checked against new cordx test (see photo). Disappointed. I followed the instruction perfectly as well."